Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) therapy to convert an atrial arrhythmia. The rhythm was accelerated from ventricular tachycardia (vt) into the ventricular fibrillation (vf) zone after the atp was delivered, and an electric shock was delivered to successfully convert the rhythm. Additional information received advised the ICD recently delivered atp therapy to convert an arrhythmia that may be inappropriate. The ICD device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) therapy to convert an atrial arrhythmia. The rhythm was accelerated from ventricular tachycardia (vt) into the ventricular fibrillation (vf) zone after the atp was delivered, and an electric shock was delivered to successfully convert the rhythm. The ICD device remains in service and no additional adverse patient effects were reported.